Event description:
Intuitive surgical (isi) received an instrument from the (B)(6) with no event description. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The instrument was returned and evaluated. During failure analysis, engineering observed that the pitch down cable was found to be frayed at the distal clevis hub. The frayed strands stick out at the wrist. Other cables at wrist were not damaged. The proximal clevis ear had an indentation on one edge, adjacent to the frayed pitch cable. The distal clevis hub also exhibited scratch marks next to the frayed cable. Engineering concluded that damage was likely due to mishandling. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.